Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer reseated cubie pockets and removed debris. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the bus. The customer reported that they utilized the other station to obtain their medication. There were no adverse events or injuries reported based on this event.